Event description:
Situation: during the replacement surgery of the implants that had been placed in the initial surgery, the screws (quantity unknown) became deformed. A hospital owned carbide drill was used to drill on to the deformed hex part to remove the screw head. Then the area around the screw shaft was reamed with a hollow reamer, and then the screws were removed. Surgeon's comment:in the future, we will try to remove the implant as soon as possible. The location of the implant may have been affected by its proximity to the posterior cortical bone, so we will be careful about the location of the implant in the future. Patient injury: the longer the surgery time, the greater the physical burden on the patient.